Event description:
It was reported that the insulin pump had a blank display and frequent low battery alarms. The customer's mother stated that the customer experienced high ketones in the morning, and now the insulin pump stopped working. She stated that the insulin pump kept alarming low battery, and about 6 hours after a battery replacement, the alarms would recur. She noted that the insulin pump did not alert weak battery prior to the batteries dying. She did not know the blood glucose reading. She also reported that the insulin pump alarmed battery out limit during normal device use, which indicated that the insulin pump may have had a loose battery cap. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. No low battery alarm or battery out limit alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.